Event description:
The target lesion was the proximal left circumflex. The target vessel was a de novo, concentric, tubular, ostial and bifurcated, but not calcified lesion. The diameter of the vessel was 2.94mm and the lesion length was 12.49mm. Aha/acc classification of the vessel was a type b2. There was 62%. Brachial approach was chosen for the procedure. Predilation was conducted with a cutting balloon (2.75/10mm) at 6atm. Inflation time is unknown. A cypher stent (3.0/13mm) was implanted at 12atm for 31-60 seconds. Post-dilation was conducted with a balloon (3.5/10mm) at 14atm. Inflation time is unknown. Ivus was conducted. Timi flow before and after the procedure was a 34%. Seven months following the index procedure, the patient complained of chest pain three days later, a coronary angiogram was conducted and restenosis was observed at the proximal edge of the implanted cypher stent. The restenosis was 75%. There was also a 90% stenosis at the proximal end of the left circumflex and 60% plaque at the procimal end of the left anterior descending. The physician decided to conduct CABG. One week after the last coronary angiogram CABG was conducted on two braches at the lita-lad mid and svg-hl-14pl. Timi flow before and after the procedure was 3 for both bypass. Ten months following the index procedure, the patient was in stable condition and discharged from the hospital.